Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result for one (1) patient on the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number 800782). The customer repeated the sample on the same access 2 portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was admitted to the hospital and given plavix and lovenox in association with the elevated access accutni+3 result obtained. All system parameters (including quality control (qc), system check and precision run) were within assay and instrument specifications. The patient sample was collected in lithium heparin tubes. The sample was centrifuged at 3000 revolutions per minute (rpm) for ten (10) minutes. The customer noted the sample was slightly hemolyzed.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer performed hardware verification by performing a passing system check and passing precision run. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.